Event description:
The company was informed that the pt experienced sound quality issues and intermittency. External equipment was exchanged and programming was performed, however, this did not resolve the issue. The pt's device is scheduled for explant. The pt will be reimplanted with another advanced bionics device.